Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of therapy working great at first but then stopping was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient was having multiple accidents a day. Caller said they contacted the hcp and were told to call the manufacturer. Agent did not ask about the circumstances that led to the reported issue. Reviewed max amplitude setting. Reviewed option to change programs. Caller said their daughter usually helps them do that and she wasn't w/ them at the time of the call. Additional information was received from a friend/family member regarding a patient. The patient's daughter called back to inquire about MRI compatibility and device registration information for the patient. Caller stated the patient had hurt their back pretty badly and needed an MRI. Patient services reviewed MRI and CT scan compatibility considerations as well as battery longevity considerations with the caller and the caller reported that the therapy worked great for the patient at first but then it stopped helping. Caller stated that the patient was a poor historian so they c ouldn't say when the issue began but noted it had been going on for a few years now. Caller stated they lived in a different state from the patient, so it made it difficult to be on top of the patient's implanted system needs. Caller reiterated that when the patient went to their hcp about the issue, the hcp told them they only implanted the device and couldn't help them and told the patient to "call medtronic." Patient services reviewed the role of the rep with the caller and caller confirmed that the patient's hcp was still the implanting hcp listed in registration and stated they weren't pleased with how the hcp had been handling the patient's needs. Caller declined physician listings but stated they would try to make an appointment for the patient's hcp when they were home for christmas and see if a rep could be present. Caller mentioned relevant medical information for the patient: that the patient had parkinson's, and the patient would fall all the time. Patient services reviewed the potential impact falls could have on an implanted system and given that and the age of the patient's implant battery, the caller stated they wanted to get the patient into the hcp office to have the implanted system checked but also stated that the implanted system was the least of all the patient's problems and that the patient was medically fragile and wasn't sure if the patient would be able to have any surgical procedures as the risk would be too high. Additional information was received from the patient. It was reported that the patient's hcp was contacted about the issues and had been seen multiple times. When asked about the fall's effect on the implant, it was stated that the patient was having trouble; the implant wasn't working before the fall, probably two years before the fall. The patient's hcp was removing the implant on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.